Event description:
Sigmoid colectomy. Cs29 dlu would not get into firing range. Let 15-20 seconds pass to allow tissue to thin and still would not get into firing range. Cs29 dlu was fired. Pc read, "firing complete". Upon removal, surgeon found cs29 dlu had fired on the posterior poriton completely. Anterior portion of staple line was found to have unformed staples and not a complete closure. Procedure was completed with competitive device.